Event description:
This is the same event and the same patient reported under MDR ID # 2939859-1999-00110. This is the first MDR submitted for the first suspect product. A physician reported a patient who was skin tested on 27 january 1998 with negative results. The patient was treated with two formulations of product in the glabella, forehead, periorbital crow's feet, and nasolabial folds on 10 february 1998. The procedure was without event. On 16 february 1998, the patient developed swelling redness, and severe itching at the treatment sites. On 17 february 1998, symptoms developed at the forearm skin test site. On 20 february 1998, the physician noted that the symptoms seemed more noticeable in the glabella, forehead, periorbital areas than in the nasolabial folds. The physician prescribed intramuscular celestone, temovate cream, and oral prednisone. On this regimen, the patient developed increased redness and itching. On 11 march 1998, the physician noted persistent symptoms. The physician prescribed oral cyclosporin, 175 mg bid. Her blood pressure and renal function were measured at the onset and at each follow-up visit. On 16 march 1998, the physician noted cessation of the itching and decreased redness at the treatment sites. On 23 march 1999, there was approximately a 30% improvement in the redness and induration. On 25 march 1998, the physician noted that the hypersensitivity symptoms were resolved except for minimal hyperpigmentation, and the cyclosporin was discontinued. There was no clinical induration, and the patient denied itching of the lesions, although minimal hyperpigmentation remained. The collagen was still presumably present in the implanted areas as the correction remained. As of 28 april 1999, the patient had no recurrence of symptoms. The patient's blood pressure and renal function remained normal. She did not experience any side effects from the cyclosporin.